Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was shivering and was not responsive. The cgm was reading 7.7 mmol/l and the blood glucose reading was 2.2 mmol/l. The patient was treated by the educationalist at the school with dextrosol while holdling the patient down and also provided them milk afterwards. The patient recovered after treatment and at the time of the report, they were doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.